Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with a similar device and there has been no reported clinical impact or patient harm

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.